Manufacturer narrative:
Revision to the initial MDR in block b1: the adverse event/product problem was classified as both an adverse event and a product problem. The outcomes attributed to the adverse event included hospitalization and initial or prolonged and intervention required to prevent permanent impairment or damage. This supplemental report was created to capture the correct information. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The field report indicates an issue covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that the right atrial (ra) lead was explanted due to the dislodgement which was confirmed through x-ray. A new lead with the same model was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was explanted due to the dislodgement which was confirmed through x-ray. A new lead with the same model was successfully implanted. No adverse patient effects were reported.